Event description:
The patient experienced syncope. Upon interrogation a message prompted the user to restore nominal settings. This was selected, and the patient began to lose consciousness. The pacemaker was programmed to evvi and support was restored. Upon interrogation in 2009, an error message displayed. This code corruption may have occurred due to emi exposure, possibly the patient's breathing equipment. A user download was successful after which the device could be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.